Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color and remained unchanged until the device was fully withdrawn from the puncture tract. Once outside the body, it was noted that the guidewire loop had not deployed. Manual compression and a compression device were applied instead, with no additional harm to the patient. After removal, the operator attempted to pull the guidewire loop and force-press the plug-release button while the device was outside the body. The standard procedure was followed. The vcd was used with a non-cordis sheath. The device was used for hemostasis after a routine visceral artery angiography and embolization were completed. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color and remained unchanged until the device was fully withdrawn from the puncture tract. Once outside the body, it was noted that the guidewire loop had not deployed. Manual compression and a compression device were applied instead, with no additional harm to the patient. After removal, the operator attempted to pull the guidewire loop and force-press the plug-release button while the device was outside the body. The standard procedure was followed. The vcd was used with a non-cordis sheath. The device was used for hemostasis after a routine visceral artery angiography and embolization were completed. The procedure was performed using a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis 6f vascular sheath was used. The femoral artery¿s suitability was verified on angiography, including insertion angle, and the vessel diameter was confirmed to be =5 mm. No stent was present near the puncture site, and no vessel stenosis >50% was observed. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator, and the indicator window did not show red color during retraction. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed, and the indicator wire was found completely retracted. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of indicator wire deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received fully deployed. The lever was depressed with indicator wire retracted. Lever depression would lead to indicator wire retraction. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color and remained unchanged until the device was fully withdrawn from the puncture tract. Once outside the body, it was noted that the guidewire loop had not deployed. Manual compression and a compression device were applied instead, with no additional harm to the patient. After removal, the operator attempted to pull the guidewire loop and force-press the plug-release button while the device was outside the body. The standard procedure was followed. The vcd was used with a non-cordis sheath. The device was used for hemostasis after a routine visceral artery angiography and embolization were completed. The procedure was performed using a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis 6f vascular sheath was used. The femoral artery¿s suitability was verified on angiography, including insertion angle, and the vessel diameter was confirmed to be =5 mm. No stent was present near the puncture site, and no vessel stenosis >50% was observed. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator, and the indicator window did not show red color during retraction. The device is being returned for evaluation.